Event description:
In 2007, the pt reported that his blood glucose was elevated to over 500 mg/dl. His normal blood glucose range is 200-220 mg/dl. He stated that he programmed a 16 unit extended bolus 4 hours at 2:30pm, and he then went to a dinner party. He stated that he ate more than he planned for. Troubleshooting did not reveal any product issues. Upon follow up three days later, the pt stated that his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.